Event description:
Filter was loaded into cartridge backwards and deployed upside down. Was able to remove with no issues. Material was disposed of at end of weekend day.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. According to the product experience report, the sample was not available to be returned for evaluation. Additionally, no photographic or visual evidence of any kind was provided, which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed. Investigation and/or inspection of ten lots manufactured before and after lot 11466641 was performed and no issues were identified. The device was not returned to argon and the complaint was closed. No correction is required at this time. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.